Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over again using new supplies. The hp stated she pressed go to start therapy before connecting to the hc. The tsr assisted the hp to cycle power to clear the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the nurse, who stated the patient resumed therapy successfully and there was no patient injury or medical intervention associated with this event. No further information was provided. This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.